Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The 80% stenosed, 8 x 3mm in length target lesion was located in the severely tortuous and severely calcified left anterior descending artery. An 8 x 3.00mm promus premier¿ drug-eluting stent was advanced to treat the lesion. However, the stent strut was noted to be lifted up. The device was directly removed from the patient and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR., eval summary attached, method codes, result codes, conclusion codes updated.   Device evaluated by MFR: promus premier ous mr 8 x 3.00mm stent delivery system was returned for analysis. A visual and microscopic examination of the crimped stent found no issues with the stent. There were no signs of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal marker bands. The crimped stent outer diameter was measured and was within max crimped stent profile measurement. The balloon was reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube identified no issues. A visual and tactile examination of the shaft polymer extrusion found no issues. A visual and microscopic examination of the tip identified slight tip damage. No other issues were identified during the product analysis. The investigation conclusion is not confirmed - returned as there was no evidence of either the alleged issue(s) or any defect which could have contributed to the event.   (B)(4).

Event description:
It was reported that stent damage occurred. The 80% stenosed, 8 x 3mm in length target lesion was located in the severely tortuous and severely calcified left anterior descending artery. An 8 x 3.00mm promus premier¿ drug-eluting stent was advanced to treat the lesion. However, the stent strut was noted to be lifted up. The device was directly removed from the patient and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.